Event description:
It was reported that the patient's blood glucose level (bgs) reached 500 mg/dl while wearing the pod between 25 and 36 hours. The patient reports to treat the hyperglycemia they ate lemon and drank olive leaf tea but it did not lower their bg's. The patient was unable to go to the hospital so they called for assistance and was instructed to inject 11 units of insulin, but that did not help. They were then instructed to give an 13 unit injection of insulin, which stabilized their bgs for the time being. The next morning the patient called their physician and the physician visited the patient's home and removed the pod and it appeared insulin was leaking and the arm was "weak and blue," making the doctor believe the patient was dealing with thrombosis. The physician prescribed farxiga 1 tablet per day, candesartan 2 tablets for blood pressure and metformin 3 tablets per day for the diabetes.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.